Manufacturer narrative:
(B) (4): the driver was returned for eval. Visual examination confirmed the tip was broken. The fracture surface was partially damaged. Microscopic examination of the fracture revealed a fairly tortuous fracture surface with no visible indications of fatigue or torsion suggesting the failure was due to bending stresses. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent spinal surgery. During tightening of a set screw after break off, the tip of the driver broke off. The tip was retrieved. No pt complications were reported.